Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seal on the bottom case was missing or broken. Visual inspection noted a crack on right plunger case and missing serial number on main board. Review of the error log found "primary audible alarm post". Functional testing was unable to determine the intermittent error. An audio test was performed and no problem was found on speaker. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced both plunger cases for physical damage. Also replaced battery, as it was found with low lithium manganese dioxide (lmd) during repair. Device passed all functional testing.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a system failure: primary audible alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.